Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: customer returned photos of a bd safe clip from lot # 5208371. Customer states that the needle cutter is locked and difficulty at the time of cutting and the needle is glued and when trying to cut it, it is identified that the edge was blunt. No defeats were observed on the sample shown in the photos. It is difficult to determine if the sample shown in the photos is able to function properly solely from the attached photos. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the sample shown in the photos is able to function properly solely from the attached photos. Root cause description: no defeats were observed on the sample shown in the photos; thus the issue is unconfirmed and the root cause can not be determined. Rationale: based on the above, no additional investigation and no CAPA is required at this time complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle clipping device safe clip was "locked" and had difficulty cutting through the "glued", "blunt" needle during use. The following information was provided by the initial reporter, translated from spanish to english: "the accident was reported, which states that since (B)(6) 2019 (has no exact date), the needle cutter is locked and difficulty at the time of cutting. The needle is glued and when trying to cut it, it is identified that the edge was blunt."